Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during dwell 1 of 5. Gts had the patient cycle power and advised them to start over with new supplies. The patient elected to skip therapy for the night. Gts then advised the patient to inform their dialysis nurse that they were going to skip therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 1/5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.